Event description:
The caller reported that the accu-chek performa system gave a falsely low blood glucose result. The user could not provide the exact reading, however based on the low reading the user treated herself by eating sugary foods which led to hyperglycemia. After eating the sugary foods, the user experienced elevated blood glucose symptoms of dizziness, a stomachache, and nausea. The user went to the hospital and upon arrival received a high blood glucose result on the hospital's meter, the user could not recall the exact reading. Within 15 minutes of the hospital's high result the user tested on the her accu-chek performa system and received a result of lo mg/dl (which on the system indicates a result of less than 10 mg/dl). The hospital treated the user for hyperglycemia and administered IV solutions; after three hours her blood glucose levels stabilized (readings were not provided). At this time the user was dismissed from the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.